Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger kept passing the iol without making contact; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation they were unable to successfully load the lens into the cartridge. The lens was final loaded using the long angle forceps. Then the injector probe kept passing over or under the iol without advancing it. The injector plunger was slightly bent up. The lens was inspected and there were no scratches on the lens. So they enlarged the corneal incision to about 6mm, and manually delivered the lens into the anterior chamber. Then closed the incision with 3 interrupted 10-0 nylon sutures.